Event description:
The customer reported that the sys intermittently locked up and displayed filament error messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The filament was calibrated and the filament driver board was replaced. The kilovolts were checked. The sys was tested and found to be working as intended and put back into svc.